Event description:
Boston scientific received information that the patient had received an inappropriate shock from oversensed noise. There were no adverse patient effects reported. The device was explanted and returned for normal battery depletion. On the out of service form it was noted over the life of the device multiple shocks had been delivered. The device lasted 5 years but had an warranty of 7 years.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times, [and the eri to eol time period was shortened], due to a higher-than-typical build-up of internal battery impedance. The observation of noise and oversensing that led to an inappropriate shock was not confirmed by analysis.